Manufacturer narrative:
The customers report was observed during initial testing of the device. However, the device was put through extensive testing including bench handling, 30 joule testing and defib functionality stress testing without duplicating the report. The analog board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complaintant alleged that during biomed testing, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.